Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 424 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injections for high blood glucose level. Customer reports they did not receive a sensor updating or sensor glucose value not available alert. Customer reports they did not receive a calibration not accepted alert. Customer reports they did receive a change sensor alert. Customer reports display was blank currently. Customer states the display was not blank less than 30 seconds and did not return. Advise customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was missing. Customer states that they received replace battery alert after inserting new battery. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. No blank display and no failed battery alarm during testing. Device battery cap function properly noted. Device received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.